Event description:
It was reported that post implant the lead appeared to be undersensing with no capture due to lead dislodgement. Therefore the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.